Manufacturer narrative:
MDR 9139660 was done in error and is a duplicate to another record and should have not been opened.

Event description:
Material#: 47177e; batch number#: 22029199. It was reported by customer that the IV lines that seemed to be disconnected when we tried to prime them. Verbatim#: hi- here are the photos of the IV lines that seemed to be disconnected when we tried to prime them. So far there have been three IV lines that were affected. We saved the last one and it is currently in our milton office. The dates were: (B)(6). There was no harm that came to any patients. Customer response: 1. Confirm whether these three-event occurred in the same material & batch number? If not, please provide the material & batch number for different event dates. Yes, they were all from the same lot and product no.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set separated. The following information was received by the initial reporter with the verbatim: hi- here are the photos of the IV lines that seemed to be disconnected when we tried to prime them. So far there have been three IV lines that were affected. We saved the last one and it is currently in our (B)(6) office. The dates were: oct. 16, oct. 17 and oct. 24. There was no harm that came to any patients. The mailing address of the office where they are is: (B)(6).

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# 47177e and lot# 22029199 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information was provided. Material#: 47177e. Batch number#: 22029199. It was reported by customer that the IV lines that seemed to be disconnected when we tried to prime them. Verbatim#: hi- here are the photos of the IV lines that seemed to be disconnected when we tried to prime them. So far there have been three IV lines that were affected. We saved the last one and it is currently in our milton office. The dates were: (B)(6) 2024 there was no harm that came to any patients. Customer response: 1. Confirm whether these three-event occurred in the same material & batch number? If not, please provide the material & batch number for different event dates. - yes, they were all from the same lot and product no.